Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced

Event description:
The hospital reported that the unit had a system malfunction when the unit was powered on. There was no report of patient involvement